Event description:
Pt was receiving dialysis treatment. A large blood leak was noted as soon as treatment was started. The dialyzer had massive blood leak. The treatment was stopped immediately, the tubing and dializer were removed from the pt. The pt sustained a large blood loss; she needed and received blood transfusion and incurred a longer hospital stay.